Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned with the tension spring inside the tube and the seal outside unwrapped/unfolded. The loading device was not returned for investigation. Specs of blood was observed on the slide lock and plunger. Specs of blood was observed on the delivery tube. The blue slide lock was engaged and the plunger was not depressed. The seal was removed from the delivery device for further investigation. The seal was observed to have specs of blood. The seal was intact with no cracks or delamination. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .222 inches. The length of the delivery tube was measured at 2.52 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure mode "failure to properly load".

Event description:
Heartstring did not load into deployment device. Replaced heartstring. Summary: the hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load into deployment device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Heartstring did not load into deployment device. Replaced heartstring summary: the hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load into deployment device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.